Event description:
Event description guidant received information that the right ventricular (rv) sensing of this implantable transvenous defibrillation lead is below 2 mv and will not capture. The rv sensing was 5 mv at implant. The rep was questioning whether the therapy that was delivered was appropriate.